Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent unspecified alarms occurred. Reportedly, the customer described a button alarm. However, the customer was unable to confirm if this alarm occurred. There was no reported impact to the customer's blood glucose level. Tandem's technical support educated the customer on the button alarm.